Manufacturer narrative:
Pump was monitored and had no test failure alarm noted. Pump passed the self-test. Pump had no blank display or scrolling numbers display anomaly noted. The rewind functioned properly. No rewind anomaly noted. Pump received with severely scratched display window, cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received several iop test failure at 10:01 am. Alarm. Customer's blood glucose was 90 mg/dl. During troubleshooting, customer was able to deliver a bolus into the air and it was recorded in bolus history. After troubleshooting, customer was advised that insulin pump would need to be replaced.